Event description:
A customer contacted baxter's technical service center regarding a check final line during prime on the homechoice. The home patient (hp) stated he noticed a leak around the connection at final bag. The technical service representative (tsr) had hp cycle power on machine and had hp remove cassette. The tsr instructed the hp to start over with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint for a check final line alarm with a report of a leak that occurred during prime was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.